Manufacturer narrative:
B3. Date of event: exact event date is unknown. B5. Describe event or problem: phrases were rearranged for better flow. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the broken fiber tip event. Visual analysis did identify that the total internal reflection (tir) surface was misaligned with the output window, indicating a glue failure. The metal cap exhibited severe charred debris adhesion, indicative of prolonged tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window. Continuously elevated temperature can lead to fiber damages, including glue failure. The interaction between the user and device, caused or contributed to the observed glue failure. According to the device instruction for use (IFU), excessive or rough cleaning of the fiber tip may result in damage to the fiber. Increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Based on the analysis result and information available, there was no fiber tip break found during analysis, and the procedure was completed without patient complications. The information reasonably suggests that the identified glue failure is unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, at the beginning of a photoselective vaporization of the prostate procedure, the fiber tip broke. The fiber was changed. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
B3. Date of event: exact event date is unknown.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip broke at the beginning of the surgery. The fiber was changed. The procedure was completed using another fiber without patient complications.